Event description:
The user facility noted a "hot" smell emanating from a 3085 surgical table for several hours and later that day observed smoke at the table's power plate assembly. Hospital personnel unplugged the surgical table and used a fire extinguisher on the table and power cord. The facility continued to use the surgical table during the hours they noted a hot smell coming from the surgical table. When smoke was observed later in the day, a patient was on the table and the procedure was delayed while the patient was transferred to another table. The procedure was completed successfully and there was no injury to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the surgical table after the incident and found that the power cord, plug receptacle and power plate assembly were damaged. No other damage was present on the interior of the surgical table or beyond the receptacle. The service technician replaced the power plate assembly and power cord and placed the table back into service. No further issues have been reported with this equipment. The damaged parts have been returned to steris engineering for further evaluation and an updated report will be submitted should additional information become available.